Event description:
It was reported that the pump battery was taking longer than expected to be charged. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.